Manufacturer narrative:
B3 - date of event was unknown, hence captured first day of ICU aware date. E1 - initial reporter phone - (B)(6). The returned pump was evaluated, and the event history log (ehl) was reviewed. It was confirmed that error code 1720 had been recorded when the pump was powered on. A review of the service history found no indication that the complaint was related to any prior servicing within the review period. The device underwent both visual and functional inspections, and no physical damage was observed. The complainant¿s allegation was confirmed. A possible cause of the issue is a defective backup capacitor. At the customer¿s request, the device was returned without repair.

Event description:
It was stated that error 1720 (power back up failure) occurred, which is classified as a high-priority alarm and has the potential to stop the infusion. This occurred during infusion at patient's home. There was a patient involvement, with no patient harm or adverse event reported.